Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1495. Reference MFR report: 1627487-2013-1496. It was reported, the pt experienced shocking or jolting when the amplitude is increased. The pt was not receiving effective stimulation and stopped using his scs system 2 years ago. The pt needs to have an MRI done and would like his scs system removed. An sjm representative met with the pt and reprogramming was unable to resolve the shocking or jolting issue. Surgical intervention may be pending to address the issue.